Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is touch contamination due to vision problems experienced by the patient. The pdrn stated the event was unrelated to the liberty select cycler. Coagulase-negative staphylococci (cons) are reported to account for > 25% of acute peritonitis episodes. Additionally, staphylococcus haemolyticus can be found on normal human skin flora and in human blood. Based on the information available, the liberty select cycler and fmc cassette can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or fmc cassette product deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) clinic nurse reported that a patient has peritonitis. Upon follow-up, the pdrn confirmed the patient was diagnosed with peritonitis on (B)(6) 2019. The pdrn stated the patient underwent lasik eye (right) surgery in (B)(6) 2019, and experienced prolonged complications from dried blood remaining in their eye. The patient also suffers from poor vision in his left eye. The pdrn stated the peritonitis was caused by touch contamination due to vision loss. The pdrn confirmed the peritoneal effluent fluid cultures were positive for staphylococcus haemolyticus. The patient was treated prophylactically with intraperitoneal (ip) vancomycin 2000 mg and ceftazidime 1000 mg. Once the culture results were received, the ceftazidime was discontinued. The patient recovered from the event and continued to perform ccpd therapy.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.